Manufacturer narrative:
The t:slim x2 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto-off safety alarm occurred, and the customer's blood glucose (bg) level was 250 mg/dl and a bolus via the pump was delivered to lower the bg to target level. Tandem technical support advised to discuss the time setting of the auto-off with a healthcare provider. The customer acknowledged the advice. Additionally, the customer reported that the touchscreen was unresponsive. Reportedly, the customer was unable to push on the number "7". During troubleshooting with tandem technical support, the customer was able to successfully interact with the pump.